Event description:
A surgeon reported during intraocular lens (iol) implant procedure, noticed that the cartridge burst and the lens got stuck on one side of the cartridge nozzle. The procedure was completed on the same day using another lens of same model, diopter and company without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Four photos were provided two are duplicated. One photo showed the carton endcap with the label. The other photo showed the carton from the top (window side), the lens case, and the company cartridge on a white sheet of paper. The company cartridge view was from the bottom. A yellow lens was visible as the end of the tip. The leading haptic was extended. No other details can be discerned. The tip appears to be damaged, possibly split on the bottom; however, due to the magnification of the photo it cannot be specifically determined. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.